Event description:
It was reported that the patient experienced pain and increased seizures, and chest x-ray showed broken lead. X-rays have not been reviewed by the manufacturer to date. The device was checked and showed high impedance, so it was turned off. The patient's lead and generator were replaced. Product return is not expected as the facility discards explanted products. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No further relevant information has been received to date.